Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure for stenosis with a 26mm sapien 3 ultra valve, the 26mm commander delivery system balloon ruptured during deployment but the valve was completely up. The team was not able to pull the balloon through the sheath so they had to pull it out as one. No complications were noted. Per the fcs, the balloon was fully inflated when it burst. The patient had moderate to severe calcium in the landing zone. There was no extra volume added to the balloon prior to inflation, the balloon was -1cc.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report has been updated: b4, g3, g6, h2, and h6. The complaint for ''general risks - failure - balloon burst'' was confirmed through returned product evaluation/provided imagery. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported ''commander delivery system balloon ruptured during deployment but the valve was completely up. The team was not able to pull to balloon through the sheath so they had to pull it out as one. The patient had moderate to severe calcium in the landing zone''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catching on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.